Manufacturer narrative:
(B)(4) date sent: 3/31/2026 d4: batch # a99141. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. A visual inspection of the returned mcm20 device indicated that it was returned with a clip present in the jaws and exhibited no apparent physical damage. The opened packaging was also returned with the instrument. To assess the reported issue, the device underwent functional testing. During testing, the instrument was cycled and successfully fed and formed the remaining eight (8) clips as intended, with no abnormalities observed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. Device history review a manufacturing record evaluation was performed for the finished device batch a99141 number, and no non-conformances were identified. Additional information was requested and the following was obtained: after follow up with the cst who vein harvest. Both devices would scissor, split clips and often not forward clips. They were diaectinf the sphenous vein to use as a conduit. The clip appliers didn¿t lock up; they were just inconsistent with multiple issues. The cv surgeon complained that the clips were not appropriate and had many issues. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during CABG procedure, during the dissection of the saphenous veins, the clip used for scissor crossing did not consistently engage. Some clips secured properly while others failed to hold. No patient consequences.